Event description:
It was reported that the patients ipg was non-functional and would no longer charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted device will not be returned.

Event description:
It was reported that the patients ipg was non-functional and would no longer charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted device will not be returned.